Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 534 mg/dl with an unknown cause. Reportedly, the customer believed it may have been due to scar tissue at the customer's infusion site. Bg was treated by administering manual injection. The customer was instructed to consult with the healthcare provider regarding bg level. System check could not be performed as the issue occurred in the past.